Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The device did not fail to meet specifications. The product was used for treatment and diagnosis purposes. The product was not related to the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temperature sensing silicone foley catheter with connected sample port connector and intact tamper evident seal. Visual inspection of the sample noted tape was wrapped around a section of the shaft. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. No leaks were noted. The wrapping was removed and the balloon was again inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. Active length of the catheter balloon was measured (0.7415 inches) and found to be within specification (0.60-0.90 inches). The catheter was confirmed to be size 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user found a pinhole on the shaft when the catheter fell out of the patient with a balloon deflated due to water leakage on the day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user found a pinhole on the shaft when the catheter fell out of the patient with a balloon deflated due to water leakage on the day of use.